Event description:
It was reported that the high voltage lead impedance increased gradually over time to high and out of range. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.